Event description:
It was reported that ventricular signals were observed on the atrial channel of the pulse generator. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.